Manufacturer narrative:
Concomitant medical products: product ID : 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer¿s representative reported that their implantable neurostimulator (ins) no longer would capture their pain without getting stimulation in the stomach. The patient did well with the pain coverage post implant for 5-7 months then started to get stimulation to the stomach. All programming was that was tried could not get coverage for the low back without stimulation to the stomach. The patient did not remember any falls or trauma. Impedance measurements were reported as normal. A lead revision was to be planned/scheduled but had not occurred at the time of report. The patient status at the time of report was noted as ¿alive ¿ no injury¿. The indication for use for the implanted device was noted spinal pain and chronic low back pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.